Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly was returned with the device. It was also noted that the trip wire was not secured, and the slack was not taken up correctly. The ligator head returned six bands attached and some of them were moved out from their original position and were overlapped. Further inspection shows that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot. Additionally, per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Failure to follow these steps could have affected the overall performance of the device, causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of bands and more tension on the device. The additional tension on the device can lead to the ligator head teeth and bands to becoming damaged. Therefore, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopy and ligation for esophageal varices procedure performed on (B)(6) 2021. During the procedure, the device was assembled correctly and the described steps in the manual were followed. The first band was then attempted to be deployed, but it was tangled over the other bands and it was not possible to continue using this device. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopy and ligation for esophageal varices procedure performed on (B)(6) 2021. During the procedure, the device was assembled correctly and the described steps in the manual were followed. The first band was then attempted to be deployed, but it was tangled over the other bands and it was not possible to continue using this device. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.